Event description:
Customer received data flags for several patient samples assayed for tsh, free t4, ckmb, tnt and probnp. Approximately nine samples were involved, operator reran the patient samples and provided results for eight samples, four were discrepant. All repeat testing performed (B)(6)2009 on same analyzer: initial tsh result 0.325, repeat 2.20 uiu per ml. Initial results for patients 1-3 were released. It is unknown if the initial result for patient 4 was released. One nurse reported that thyroid medication dosage was altered for three patients based on the initially reported results. No further patient information was available, and it is unknown if patients were adversely affected. No adverse events were reported.

Event description:
Customer received data flags for several patient samples assayed for tsh, free t4, ckmb, tnt and probnp. Approximately nine samples were involved, operator reran the patient samples and provided results for eight samples, four were discrepant. All repeat testing performed (B)(6)2009 on same analyzer: initial tsh result 0.147 (accompanied by data flag, value below expected range), repeat 0.307 miu per ml. Initial results for patients 1-3 were released. It is unknown if the initial result for patient 4 was released. One nurse reported that thyroid medication dosage was altered for three patients based on the initially reported results. No further patient information was available and it is unknown if patients were adversely affected. No adverse events were reported.

Event description:
Customer received data flags for several patient samples assayed for tsh, free t4, ckmb, tnt and probnp. Approximately nine samples were involved, operator reran the patient samples and provided results for eight samples, four were discrepant. All repeat testing performed (B)(6)2009 on same analyzer: initial tsh result 0.093 (accompanied by data flag, value below expected range), repeat 2.80 miu per ml. Initial results for patients 1-3 were released. It is unknown if the initial result for patient 4 was released. One nurse reported that thyroid medication dosage was altered for three patients based on the initially reported results. No further patient information was available, and it is unknown if patients were adversely affected. No adverse events were reported.

Event description:
Customer received data flags for several patient samples assayed for tsh, free t4, ckmb, tnt and probnp. Approximately nine samples were involved, operator reran the patient samples and provided results for eight samples, four were discrepant. All repeat testing performed (B)(6)2009 on same analyzer: initial ckmb result less than 1.02, repeat 4.80 ng per ml. Initial results for patients 1-3 were released. It is unknown if the initial result for patient 4 was released. One nurse reported that thyroid medication dosage was altered for three patients based on the initially reported results. No further patient information was available and it is unknown if patients were adversely affected. No adverse events were reported.

Manufacturer narrative:
The field service representative determined a pin hole leak in tubing from clot sensor to acrylic block was the cause. He replaced the tubing and performed qc.

Manufacturer narrative:
The field service representative determined a pin hole leak in tubing from clot sensor to acrylic block was the cause. He replaced the tubing and performed qc.

Manufacturer narrative:
The field service representative determined a pin hole leak in tubing from clot sensor to acrylic block was the cause. He replaced the tubing and performed qc.

Manufacturer narrative:
The field service representative determined a pin hole leak in tubing from clot sensor to acrylic block was the cause. He replaced the tubing and performed qc.